Event description:
Following a pulmonary vein isolation procedure, the patient developed an esophageal fistula. The patient presented on (B)(6) 2016 with multi-organ failure, stroke and fever. On (B)(6) an atrio-esophageal fistula was diagnosed. Further information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Additional information: describe event or problem, model/lot #, device manufacture date, evaluation codes. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system and the ensite case study were returned. Review of the tactisys log files revealed the device functioned as intended and there were no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values per the IFU; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection with sjm specifications and procedures. The ensite case study revealed incidents of catheter stability occurred. Multiple possible causes of this catheter instability were identified. Excessive noise was detected on the location data, which could impact the computed catheter locations and give an appearance of the catheter being frozen. Review showed that the ablation catheter came into contact with a diagnostic catheter. Although there is no numerical readout of the instantaneous force available, the force exerted was estimated using the graph in the rf generator window. There were several instances of higher forces noted. Study data review showed several instances where the force applied was mostly axial as opposed to linear. These instantaneous high forces were often followed by the catheter moving out of place, which is consistent with the catheter slipping from the desired location. The cause of the reported atrioesophageal fistula was procedure related. Per the IFU, atrioesophageal fistula is a known risk during the use of this device.

Event description:
During the procedure, the catheter appeared unstable; however, the user indicated there were no performance issues. Additional information received indicates the patient was admitted to the ICU and an initial gastroscopy was performed, which was negative for fistula; however, a second gastroscopy a few days later revealed an esophageal fistula, which was clipped closed. It was noted by the physician during the ablation procedure this patient had difficult anatomy. The patient has since expired.